Event description:
During clinic follow up, post-paced t-wave oversensing was observed on the implantable cardiac defibrillator (ICD). Abbott technical support was contacted and confirmed the event. No intervention was performed at this time. The patient experienced no consequences.